Event description:
Healthcare professional reported, left-side capsular contraction baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Of supplemental medwatch 1 should have been listed as 20apr2023.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: malposition: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: white particles and crease flat observed, on the device. No further actions are required, as the device was implanted. Reason for reoperation: malposition.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, left-side capsular contraction baker grade iii/IV. The device has been explanted and replaced.